Manufacturer narrative:
The getinge service territory manager (stm) who encountered the issue replaced the iabp pole bracket (0406-00-0742), clamping knob (0366-00-0104) helium tank valve knob (0366-00-0092) due to cosmetic. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge service territory manager (stm) cosmetic damage was found on the cs300 intra-aortic balloon pump (iabp). There was no patient involvement reported.